Manufacturer narrative:
Product ID: 3889-28, lot# va1avkm, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the trial was effective. The right side was better than left but he had overall more than 50% improvement. Patient stated the implant lead was placed on the left side and he had not had good results. Reprogramming was tried including moving the stim to radiate over the right, but it was not effective. The original lead on the left was replaced by new lead on the right side to attempt improvement. It was indicated that the lead was replaced on (B)(6) 2017. Patient stated he notified a company representative (rep) on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.